Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient (demographics not provided), initials unknown, with kellgren and lawrence grade 4 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with three courses of synvisc (hylan g-f 20) and the patient's age at the time of first synvisc injection was (B)(6). On (B)(6) 2007, the patient initiated treatment with intra-articular synvisc (dosage regimen not provided, first injection of fourth course), into both knees. The lot number for synvisc was not provided. On (B)(6) 2007, the patient developed synovitis of both knees. The patient received treatment with intramuscular medrol (methylprednisolone) for the event of synovitis of both knees. The action taken with synvisc treatment was not provided. On (B)(6) 2007, the patient recovered from the event of synovitis of both knees. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.